Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery and sensor end alerts. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer states they were trying to rewind but the insulin pump began to alarm. The customer stated the buttons were hard to push and now they are not working. The customer was advised to observe time clock for one minute to verify if time advances, found time is still advancing. Customer was also calling back after letting the insulin pump rest for two hours due to a constant tone. Customer stated the buttons were not functional. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to button keypad anomaly. No frozen screen, constant tone alarm, or vibration anomaly noted. Pump had minor scratched display window.